Event description:
It was reported that the user experienced high blood glucose after changing ilet supplies and being without insulin delivery for a little over an hour due to running out of insulin, with a recorded glucose of 348 mg/dl that later trended down to 241 mg/dl. Troubleshooting and education were provided to address understanding that the device had stopped dosing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.